Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8346622. Medical device expiration date: 2023-12-31. Device manufacture date: 2018-12-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: material no. 320122, batch no. 8346622, unknown. It was reported that pen needle don't work during the flow check. Verbatim: item # 320122 lot # 8346622 finding pen needles not working during flow check about every 5-6th pen needle from this box. Discarded samples found also in several other boxes pen needles not working during flow check. Unknown lot number item # 320122 discarded. Reviewed the non patient end placement and to view it before placement.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: material no. 320122 batch no. 8346622, unknown. It was reported that pen needle don't work during the flow check. Verbatim: item # 320122 lot # 8346622 finding pen needles not working during flow check about every 5-6th pen needle from this box. Discarded samples. Found also in several other boxes pen needles not working during flow check. Unknown lot number item # 320122 discarded. Reviewed the non patient end placement and to view it before placement.